Manufacturer narrative:
The medical device problem code was updated. The customer performed various maintenance actions, but the issue was not resolved. The field service engineer (fse) found liquid dripping from a nozzle into the cuvettes. The fse replaced all of the tubes from the rinse unit and checked the rinse volumes. Cellblank and qc were acceptable. The investigation determined the issue identified by the fse (dripping nozzle) was the root cause of the event. The service actions resolved the issue.

Manufacturer narrative:
The na electrode lot number and expiration date were not provided. On (B)(6) 2023 the customer stated the reagent ring was full of water. The investigation is ongoing.

Event description:
The initial reporter complained of discrepant results for 4 patient samples tested for sodium (na) on a cobas 6000 c501 module. Patient 1 initial result was 170.03 mmol/l. The repeat result was 135.55 mmol/l. Patient 2 initial result was 157.11 mmol/l. The repeat result was 132.38 mmol/l. Patient 3 initial result was 155.40mmol/l. The repeat result was 140.78 mmol/l. Patient 4 initial result was 159.68 mmol/l. The repeat result was 138.79 mmol/l.